Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while entering the abdominal cavity, the device made a strange noise. The expandable sleeve tore and fell into the cavity. To complete the case, a laparoscopic grasper was used to retrieve it from the cavity. There were no patient injury.